Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low scan result on the adc device in comparison to unspecified reading on a competitor brand meter. The customer did not notice a trend arrow on the device. The customer experienced symptoms described as "blurry vision, difficulty speaking" and eventually lost consciousness. When the customer woke up, they were able to self-treat with "water with sugar" that was provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.